Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported an infection during a therapy trialing phase. The patient had a trial lead implanted on (B)(6) 2016 and his wife removed the leads on (B)(6) 2016. The patient's doctor had planned to remove the trial leads on (B)(6) 2016, and the patient still went to that appointment. The patient stated he was feeling better on friday (B)(6) 2016, but that night was having difficulty walking and standing. He stated he was spinning around and had to lean on things to walk. Thinks got worse over the weekend and on monday, (B)(6) 2016, he spoke with his doctor and was put on an unknown oral antibiotic, which didn't help much. On wednesday, (B)(6) 2016, he had pain in his back around t3 and t4, which he knew was above his leads which were at t8. The patient said it was in his epidural space so things could "move back and forth" and one infection led to another. The patient stated it wasn't the leads that had caused the infection but the ports where they entered his back that became infected. The patient went to the ER on (B)(6) 2016 due to the back pain, and claimed that when the physician looked at it, they palpated exactly where it was sore, and determined that that area, which was also the most inflamed, was the location of the infection. The patient got an MRI on thursday, (B)(6) 2016, and the surgeon decided it was imperative that the spine be immediately decompressed, so he was operated on friday, (B)(6) 2016. The patient had a drain implanted until (B)(6) 2016 and the surgeon cleared the patient to go home, however the pathologists didn't have a good handle on the infection so he stayed until (B)(6) 2016 when he was put on IV vancomycin and sent home. Pathology had determined the infection was gram (B)(6), "so either (B)(6) or strep". The patient stated that because he had had stomach surgery 3-4 years ago and became infected with (B)(6), and as a result for this infection they left him on vancomycin instead of a more specific antibiotic. At the time of this report the patient is getting twice weekly blood tests and is "getting along fine." Her is planning to start physical therapy upon hearing back from insurance. He also said that he is seeing his surgeon again "next tuesday" (likely (B)(6) 2016) to have the staples out. The patient said he got a lower back MRI and his surgeon had said that the damage in the patient's back was from "wear and tear" that accumulated over 64 years and the surgeon thinks he can fix it once the patient gets back to normal, and will probably not implant a permanent implantable neurostimulator. The patient stated he is currently using a walker, has no balance, feels weakness in his legs and if he does stand up he needs help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.